Event description:
The customer reported via phone call that he received a no delivery alarm during the fixed prime. Customer's blood glucose was 452 mg/dl at the time of the incident. Customer performed a fixed prime and the insulin did not exit. Customer performed a manual plunger push and the insulin came out of the tubing. Customer was advised that the pump was working as designed and the alarm was caused by a set or reservoir occlusion. Customer disconnected the tubing connector from the reservoir and re-connected it. Customer did a fill tubing and the insulin came out with a no delivery alarm. Customer changed the infusion set over the phone and confirmed that he received insulin from his 0.5 fill cannula. Customer mentioned that he just began pump therapy today. Customer treated with a syringe. Customer reported that the insulin did not exit at the quick release. Customer received a no delivery alarm. Customer was advised to do a complete set change and monitor his blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.